Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system y-type blood/solution set had a blocked drip chamber. The red blood cells could not flow due to blockage. This was observed during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
It was clarified during evaluation the device did not have a drip chamber and it was clarified that the blood filter was blocked. As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.